Event description:
Complainant alleged that while monitoring a pt (age & gender unk) the device started to self-charge energy. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.